Event description:
It was reported that during a hernia procedure, the staples would not fully close and would not load the next clip. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.